Event description:
Kimberly clark sterile nitrile gloves have holes and missing fingers right out of the box. I work as a physician assistant. I have called kimberly clark three times over the past few months, and following is their response acknowledging their mfg errors, but nonetheless, the gloves still have holes in them, exposing me to blood, body fluids and disease. I think this product needs to be recalled, all of the gloves taken back and their mfg process needs a visit from the FDA to help them make the product they are claiming to make.